Event description:
It was reported, the pt had pain at the ipg site whether the scs system was turned on or off. It was reported, the physician was considering either moving the ipg to a new location, or replacing the ipg with a smaller version.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.